Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n234555, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
It was reported multiple motor stalls were noted in the event logs with no motor stall recovery recorded for the last stall. The patient wanted the pump turned off and it was unsure if the patient wanted the pump replaced. The pump was last filled on (B)(6) 2014 and the stalls started 12 days later. Almost all of the medication was in the reservoir. The patient heard the alarm, but did not know it was the pump and thought it was her electric meter. The patient had flu-like symptoms at some point, but could not pinpoint when the symptoms occurred. The patient was doing fine as of the date of the report. It was later reported a passcode was provided to turn the pump off. The pump was not going to be removed as of (B)(6) 2014. The patient was going to be seen on that date. The pump was being used to deliver bupivacaine and morphine.